Manufacturer narrative:
Please note that the following investigation results reported under follow-up #:1 report is incorrect: review of the archive file shows that several ua02 (compression tracking error) occurred on the first compression. When the platform displayed user advisory (02), this ua message stated "pull up lifeband, check patient alignment, and press restart" therefore the reported problem was confirmed. This ua typically occurs if the patient is misaligned on the platform or the lifeband is opened. The above investigation results should read as follows: review of the archive file shows several ua02(compression tracking error) occurred on the first compression and ua17(max motor on time exceeded during active operation). The reported issue was confirmed. This ua02 typically occurs if the patient is misaligned on the platform or the lifeband is not engaged securely.

Manufacturer narrative:
Please note that event or problem on the initial report indicated that "customer reported that they suspected that the patient had a themothorax (popped lung)..." The word "themothorax" should be corrected to "hemothorax" investigation results for the returned platform as follows: review of the archive file shows that several ua02(compression tracking error) occurred on the first compression. When the platform displayed user advisory (02), this ua message stated "pull up lifeband, check patient alignment, and press restart" therefore, the reported problem was confirmed. This ua typically occurs if the patient is misaligned on the platform or the lifeband is opened. The platform was tested for several hours with no faults or errors observed. The cause of this reported problem was due to user error. Based on the additional information received from the customer, the bystander that performed manual CPR had observed blood exiting the patient's mouth prior to initiation of manual CPR. The customer suspected that the patient exhibited symptoms of hemothorax prior to deployment of the autopulse platform. Although the cause of the hemothorax is unknown, the autopulse did not contribute to patient death or cause of patient injury.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a (B)(6) male patient, the autopulse platform displayed "pull band up & restart". The crew was unable to restart the platform. Manual CPR was then initiated. Customer reported that they suspected that the patient had a themothorax (popped lung) and a collapsed lung because they stated that it was like performing CPR on a brick wall as the lifeband became stretched. The patient expired. Additional information provided by the customer on (B)(6) 2013: it was initially reported to the customer via telephone that a bystander was performing CPR on a patient who was in pulseless ventricular tachycardia (v-tach). It was later learned that the patient was found laying face down and when he was rolled over, he had blood coming from his mouth. Manual CPR was first done. When the patient was placed on the stretcher, the autopulse platform was placed on the patient and turned on. The lifeband was not securely placed on the patient and became undone. It was then secured on the patient and the platform was restarted. Patient was being "bagged" (ventilated) with bag valve mask (bvm), then et tube was inserted en route to ER while an intraosseous infusion (io) was established. Autopulse was used for a total of 45 minutes to include time at the hospital. While at the hospital, the platform stopped and displayed "pull band up and restart". This occurred twice. The third time that the platform was stopped was because the outside of the lifeband looked as if it was coming apart and was stretched. Manual CPR was then started. Customer reported that manual CPR was performed in accordance with aha guidelines. It was performed 5-6 minutes before the autopulse was used and an unknown amount of time after. Patient was under 250 pounds. His medical history is unknown. Customer reported that the cause of death was cardiac arrest and confirmed that the date of death was (B)(6) 2013. An autopsy report is not available without family consent. Additional information provided by the customer on (B)(6) 2013: customer reported that they were responding to a call. He saw a bystander performing CPR on an unresponsive patient about half a block away. Bystander had rolled the patient over and initiated manual CPR for 5-6 minutes before the crew's arrival. Customer confirmed that patient did actually have pulseless v-tach as he was there on the scene. The crew took over manual CPR once they arrived. Less than 5 minutes later, the patient was placed on the stretcher and platform was powered on. The platform performed 2 compressions and then the lifeband came off. The crew secured the lifeband on the patient and resumed compressions. The platform did not power off in between the point when it was placed on the patient and when the lifeband came off. Per acls (advanced cardiovascular life support) guidelines, the crew ventilated the patient with a bvm (bag valve mask) and attempted to establish an IV through the vein. They made 2 attempts through the vein and were unsuccessful so they tried it through the bone and were able to establish an io (intraosseous infusion). Customer confirmed that the patient was transported to the hospital by an ambulance. The hospital was 1.52 miles away from the incident. The patient was in the hospital for about 30-45 minutes. Customer reported that the autopulse platform stopped working while they were in the hospital. The only message that displayed was "pull band up and restart". Manual CPR was initiated for 10 minutes after the platform stopped. Rosc was never achieved since patient never gained a pulse.